Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain. The patient was not hospitalized for the event. The patient was treated with an unspecified antibiotic and heparin for the event. A day after the event onset, the patient has recovered from the event and the drain was clear. The cause of the event and action taken with pd therapy were not reported. The reporter declined to provide additional information.